Event description:
A customer reported that during a procedure, a pt's cornea was damaged. The customer believes it was due to the swab used, but requested system and probe eval. Add'l info has been requested, but none has been received.

Manufacturer narrative:
The company rep examined the system and verified the system met product specs. The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The customer stated that they believe that the reported event was caused by a swab instead of the probe from the system. A review of complaints for the last 24 months did not indicate any add'l related reports for this system. The root cause was attributed a swab, a non-alcon product. (B)(4).